Event description:
It was reported that a patient experienced problems breathing and was hospitalized. It was reported that the rate response feature had previously been turned off. Atrial ventricular optimization was subsequently completed. The lead remains in place. Subsequent follow up with the patient indicates no further consequences.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.